Manufacturer narrative:
The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from a patient's right eye as the patient complained of blurry vision. The patient did not have a "debilitating condition", but the amount of blurriness he experienced in his right eye had affected/impacted his reading, reading road signs and watching tv to be not as clear as it should have been. A planned/expected vitrectomy was performed as the patient had an yttrium-aluminum-garnet (yag) procedure on (B)(6) 2022; therefore their posterior capsule was not intact and since the patient presented with 1+ 2+ posterior capsular opacification (pco)/secondary membrane; synergy multifocal centered pc iol. It was confirmed that there was no capsule tear issue. A non-johnson and johnson lens was used was used as a replacement. The patient is doing well post-op and no injury was reported. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer: yes. Section d9: returned to manufacturer on: october 7, 2022. Device evaluation: the complaint lens was received wrapped in gauze. No additional materials were received. Visual inspection under magnification revealed that the complaint lens was received cut in half. The lens was cleaned and, no issues that could contribute to or cause the complaint issues were identified. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue ¿blurry vision¿ was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.